Manufacturer narrative:
E1: address line 1 (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the electrodes are bad and a battery failure alarm triggers. There was no patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified the complaint was not related to a previous service of the device within the review period. Event history confirmed that there was a record of multiple alarms for "power lost while pump was on" when the pump power on. Visual and functional testing found the battery was not stable due to damaged battery contact. The cause of the damage cannot be determined. The battery contact was replaced to address primary reported problem. Replaced the backup capacitor preventively. Performed function tests and all passed.